Event description:
Complainant allegedly that the medics were attending a patient, who had suffered a witnessed cardiac arrest. The medics analyzed the patient's heart rhythm using the device. The device appropriately gave a "no shock advised prompt on the first four analyses, but on the fifth analysis, the device gave a "shock advised" prompt to a non-shockable pulseless electrical activity (pea) heart rhythym. The medics did not shock the patient on this "shock advised" prompt. The medics again analyzed the patient's heart rhythm, and the device appropriately gave "no shock advised" prompts on the sixth and seventh analyses. On the eight analysis the device "advised shock" to the patient pea heart rhythm and the medics administered a 150 joule shock to the patient on this "shock advised" prompt. The patient was then transported to the hospital. Upon arrival at the hospital, the patient was unconscious, but was breathing spontaneously and had a heart rate 160 beats per minute and was presenting an atrial fibrillation heart rhythm. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction. The complainant indicated that the paramedics did not believe that the patient's condition was compromised as a result of the reported problem.